Manufacturer narrative:
The complaint of leaking and backflow could not be confirmed from the photograph that was provided for investigation. The photo showed one q-syte connector with evidence of use. There was no supporting evidence to confirm leakage from the q-syte connector. Without a physical sample, functional testing could not be completed. Although the photograph does not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that q-syte leaked. Radiology have advised that leaking and backflow occurred from the q-syte when IV contrast was given prior to CT via a peripheral line (with a y-connector) by power injection. This resulted in a delay to the CT scan while the q-syte was changed.